Manufacturer narrative:
(B)(4),additional architect reaction vessel lots:62616p100 62756p100 65386p100 65740p100 68007p100 68097p100 68119p100 68241p100 69683p10069686p100 70421p100 70431p100 70563p100 70565p100 70598p100 70601p100 71077p100 71092p100 71168p100 71234p100 71235p100 71239p100 71304p100 71447p100 71448p100 71450p100 71451p10071515p100 71519p100 71550p100 71554p100 71555p100 71558p100 72252p100 72293p100 73319p10073464p100.evaluation results or conclusions can be made at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Lot #, other lot # of the medwatch was corrected from 80275p100 to ni. Continued from suspect medical device, lot #, other lot #: the following suspect architect reaction vessel lots were included in the remedial recall: 80275p100, device manufacture date: 8/25/09; 62616p100, device manufacture date: 3/10/08; 62756p100, device manufacture date: 3/17/08; 65386p100, device manufacture date: 5/27/08; 65388p100, device manufacture date: 5/23/08; 65740p100, device manufacture date: 6/9/08; 68007p100, device manufacture date: 8/11/08; 68097p100, device manufacture date: 8/11/08; 68119p100, device manufacture date: 8/18/08; 68241p100, device manufacture date: 8/25/08; 69683p100, device manufacture date: 10/7/08; 69686p100, device manufacture date: 10/7/08; 70421p100, device manufacture date: 10/27/08; 70431p100, device manufacture date: 10/31/08; 70563p100, device manufacture date: 11/4/08; 70565p100, device manufacture date: 11/4/08; 70598p100, device manufacture date: 11/10/08; 70601p100, device manufacture date: 11/10/08; 71077p100, device manufacture date: 11/11/08; 71092p100, device manufacture date: 11/14/08; 71168p100, device manufacture date: 11/14/08; 71234p100, device manufacture date: 11/19/08; 71235p100, device manufacture date: 11/19/08; 71239p100, device manufacture date: 11/21/09; 71304p100, device manufacture date: 11/21/08; 71447p100, device manufacture date: 11/25/08; 71448p100, device manufacture date: 11/25/08; 71450p100, device manufacture date: 11/25/08; 71451p100, device manufacture date: 11/25/08; 71515p100, device manufacture date: 12/3/08; 71519p100, device manufacture date: 12/3/08; 71550p100, device manufacture date: 12/8/08; 71554p100, device manufacture date: 12/8/08; 71555p100, device manufacture date: 12/3/08; 71558p100, device manufacture date: 12/8/08; 72252p100, device manufacture date: 12/16/08; 72293p100, device manufacture date: 12/19/08; 73319p100, device manufacture date: 1/26/09; 73464p100, device manufacture date: 1/27/09. The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
Abbott has observed an increase in complaints with architect reaction vessel (rv), lots 78387p100 and 80275p100. These lots were tested at abbott incoming inspection and met all specifications. These complaints are due to discharge of static electricity from the architect rv when it is at the architect i2000, i2000sr and i1000sr optics reader. The static discharge can potentially result in architect error codes 1006, "unable to process test, background read failure, or 1007, "unable to process test, activated read failure" or incorrect/elevated results. There is no impact to samples where the analyzer's read validity check flags either error codes 1006 or 1007, and no results are reported when these error codes occur. There is potential for impact to patient results because additional light energy from the static discharge may be incorporated into the relative light unit (rlu) calculation, leading to incorrect/elevated results. An investigation has been initiated to identify cause to this issue. During the investigation, a complaint analysis was completed. This complaint analysis identified 38 lots in addition to lots 78387p100 and 80275p100, which exhibit an increase in complaints for static discharge events. (B)(4). The investigation that has been initiated will identify cause to this issue. A product recall has been issued and reported under 21cfr806 for the architect reaction vessels to the FDA (B)(4) district on december 18, 2009. Abbott has not received any reports of adverse events related to this issue.